Event description:
It was reported that the customer experienced elevated blood glucose (bg) level that displayed "high" on the continuous glucose monitor. Suspected cause was due to the customer¿s personal profile requiring adjustments. Elevated bg was addressed with a bolus via the pump. Customer updated their settings to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.